Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 44 mg/dl. Prior to the event, the customer's blood glucose reading was 55 mg/dl, then she passed out. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement and self tests. The customer mentioned that the insulin pump had been exposed to at least three xray scans. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.